Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor is overheating and the screen is blank. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating / blank screen) has been confirmed. Upon evaluation, all high-voltage capacitors (c19, c20, c21, c22) were broken off of the defibrillator board. The cause of the blank screen and 'overheating' monitor is failure on the defibrillator and computer / analog boards. The cause of the failure is the broken high-voltage capacitors from the defibrillator board. The cause of the broken capacitors is fractured solder connections. The cause of the fractured connections is likely severe shock from physical impact, such as dropping the monitor. No adverse event resulted from the defective monitor. The patient received a replacement monitor.